Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:10:26. During night drain cycle three, the patient's ultrafiltration reading was 1324ml, indicating the home patient (hp) drained 1324ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). With the fill volume (fv) of 2000 ml and a 90% tidal therapy, the actual drain volume would need to exceed 3200 ml, and the ultra-filtration (uf) would need to exceed 1400 ml (1400 ml + tidal fv 1800 ml = 3200 ml maximum drain volume). The largest drain volume in the event log is not available. The therapy was aborted before the log registered the "drain vol: nnnnml", and the event history log download properly accounts for the ultra-filtration (uf) from tidal therapies, but not when the therapy is aborted during the last drain cycle. The uf from the therapy log is 1324 ml, which does not exceed the maximum uf allowed. Therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.